Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an ipg and leads explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed. Sc-2317-50 (sn: (B)(4) / (B)(4)) device evaluation indicated that visual inspection found the lead was cleanly cut. X-ray inspection found no other damages except the intentional cut. The device damage was similar to the typical explant damage and was not considered a failure.

Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 21680422/5054133, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an iipg and leads explant procedure and was doing well postoperatively.